Event description:
Implant removed because prothetic would not engage / collateral damage. Material analysis could not be done as there was no product provided for evaluation.

Manufacturer narrative:
Implant removed because prothetic would not engage / collateral damage. No product problem detected. Material analysis could not be done as there was no product provided for evaluation.